Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2014 during which a loop of small bowel was adherent to the previously placed mesh, which resulted in an enterotomy. The surgeon sharply dissected the small bowel away from the adherent overlying mesh completely excising the involved pieces of mesh. It was reported that the patient experienced severe pain, adhesions, nausea, constipation, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/17/2021.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020.